Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The pump history showed suspends with manual resumes. The pump was programed during testing with a basal rate of 2 units per hour for 24 hours. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. An ezcarb and ezbg bolus were manually calculated and matched the pump's calculated boluses. The pump's bolus calculation feature functioned properly. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was delivering within the required range and delivering accurately. No alarms occurred during testing. The allegation of a history settings issue was unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient was hospitalized for a low blood glucose (bg) of 36 mg/dl with a loss of consciousness associated with an alleged inaccurate delivery. The patient also reported that they had a high bg 245 mg/dl and made changes to the basal program in an attempt to control the high bg. Later in the evening the patient lost consciousness and the ambulance was called. Reportedly, the patient resumed pump therapy after replacement and was treated by a healthcare provider during their hospitalization. The patient does not remember what kind of treatment they received. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting also indicated all bolus totals matched and all the boluses were recorded as programmed. There were no defects found with the pump but it is being replaced because of insistence from a healthcare provider. Review of the potential causes for the bg issue revealed that the patient was overriding the dosage recommended by the bolus calculator feature which is consider use error. It was also revealed that the basal/temp basal settings were incorrectly programmed in the by the user. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.